Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was unknown. Troubleshooting was not performed. The customer states the insulin pump was freeze and screen went blank after battery change. The customer also states this was happened almost every battery change over the last six months. The insulin pump will not be returned for analysis.